Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic leakage, including abscess, is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices. The current cumulative leak rate following use of colonring device is within the low range reported in the literature for anastomosis devices.

Event description:
A patient underwent laparoscopic low anterior resection due to a colon malignancy using the colonring device. On (B)(6) 2010 (approximately 2 months po), the patient visited the clinic and complained of defecation difficulties. Digital rectal exam showed web around anastomotic site. The surgeon performed finger dilatation. At the night, the patient complained of abdominal pain and visited ER. An abdomino-pelvic CT scan was performed detecting abscess at the pelvic cavity due to anastomosis site leakage. An emergency operation was performed with irrigation and drainage. Following the operation the symptoms were resolved.